Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and the procedure was scheduled. The device remains in service at this time. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. Additional information was received that the procedure was canceled and will not be performed as the patient has entered palliative care. The patient is receiving palliative care. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.